Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; lost settings after battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the last basal delivery was on (B)(6) 2014 at 11:44am. The time/date settings were set incorrectly after a time/date reset on (B)(6) 2014. The battery cap or cartridge cap was not returned. A test battery cap and cartridge cap were used to complete the investigation. During evaluation, there were no errors, alarms or warnings that occurred during the investigation. The pump was powered down for 6 hours after a 24 hour duration test; the time/date defaulted to factory settings when the pump was powered back on. The pump was able to maintain basal settings. The pump was opened and disassembled and the internal battery was found to leaking. Unrelated to the complaint, the text on the display screen was found to be dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.